Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the patient underwent a revision surgery to remove the hardware due to surgical infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.